Event description:
The manufacturer's representative reported that the patient experienced pain and redness at the device pocket site and felt as if her interstim device was moving closer to the surface of the pocket. The device was moved to the other side of the patient's body with the same results. The hcp confirmed that warm compresses were applied, antibiotics were administered, and the device was explanted. The patient's symptoms of incontinence have resumed. No further information was reported.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is completed and/or when additional information is received from the hcp.